Event description:
An 8 french feeding tube (oj tube) had continuous feedings infusing when an occlusion alarm rang on the pump infusing the feeding. The nurse was unable to flush the feeding tube. She notified the physician who requested the tube be removed and a new tube inserted. The nurse stated the tube felt "tight upon removal and so the physician requested a 6 french be used when replaced. The nurse held up the 8 french tube upon removal from the baby and noted a clog within the tube. As she was holding the feeding tube in her hand, the weighted end of the tube below the clot came off in her hands. No harm to baby, but near miss had this tube broke within the baby's jejunum.